Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
No parts were replaced. The device logs have been received and a supplemental MDR report will be sent when the device log evaluation is completed. (B)(4).